Event description:
A monopolar electro-surgical cable was in for use during a laparoscopic cholecystectomy case. When power was appliedm the cable began to burn near the end that plugs into the forceps. The cable was changed and the case was completed. No injuries were reported. The device was discarded by the user facility following the surgery.